Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "some pains in breast [unspecified side] and got worried because the implants are the ones mentioned in the recall last year." Healthcare professional later reported "pain, induration, change in shape, capsular contracture" baker grade IV, "cysts", "contour undulations, accommodation folds" and "small, round, circumscribed nodule, with predominantly peripheral enhancement, measuring 0.6 x 0.7 x 0.5 cm, located in the anterior third of the union of the lower quadrants, 6 o'clock position of the left breast, 2.6 cm away from the papilla." Device has been explanted.